Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states contacted by orthopaedic scrub nurse. During the case surgeon was unable to clip. The insert into the tibial tray on inspection the insert looked faulty and therefore another insert had to be opened. They have retained the faulty insert for return if needed. A complaint database search and review of manufacturing records did not identify any anomalies. The device was reviewed by the manufacturing site in comact-549025 which states; visual review was conducted on the returned sample. The part was obviously damaged on the snap lip. However the part passed 100% cosmetic inspection before packing in production. The cosmetic defect could be detected on the returned part. The cmm result met specification which was conducted by finish good released programing on the returned parts (the damaged area was not included). Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the case surgeon was unable to clip the insert into the tibial tray. On inspection the insert looked faulty and therefore another insert had to be opened.